Event description:
Additional information received reported that a balloon revascularization of the target vessel was carried out approximately 4 months post the index procedure due to restenosis. The investigator has indicated the event was possibly related to the study device and the treatment was successful.

Event description:
During index procedure the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. Approximately 4 months post index procedure the patient was rehospitalized due to myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported mi was unlikely related to the study device. Approximately 3 weeks post mi the patient was rehospitalized and underwent CABG of target vessel due to restenosis. The procedure was successful. The investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
(B)(4): evalaution results - inherent risk of procedure (myocardial infarction).